Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026, the patient began experiencing discrepancies between cgm and bg readings. At that time, the cgm displayed a glucose value of approximately 200 mg/dl, while a blood glucose meter reading, obtained within five minutes, measured approximately 260 mg/dl. The patient reported performing multiple additional bg checks; however, specific values could not be recalled. Despite repeated calibration attempts, the cgm continued to provide inaccurate readings and did not self-correct. During this period, the patient developed symptoms including stomach pain and vomiting, which prompted hospital admission for a duration exceeding 24 hours. During hospitalization from (B)(6) 2026 to (B)(6) 2026, healthcare providers closely monitored the patient¿s glucose levels with bg measurements every 30 minutes to 1 hour, confirming persistent hyperglycemia. The patient was treated with intravenous insulin. The suspect sensor was removed, and a new dexcom g6 sensor was inserted on the left arm, after which cgm readings were reported to align appropriately with bg meter values. Following treatment and sensor replacement, the patient¿s glucose levels stabilized, and her condition improved. At the time of reporting, the patient was stable and doing well with the new sensor. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.